Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305111, batch no.: 9093862. It was reported that before use of the bd precisionglide¿ needle the needle was sticking through the shield resulting in a needle stick to the user. The following information was provided by the initial reporter: the needle was sticking through the shield causing a needle stick to the user. The customer stated that the needle wasn't used. They also stated that this is the only needle they have seen sticking through the cap and the first time it has happened.

Event description:
Material no.: 305111, batch no.: 9093862. It was reported that before use of the bd precisionglide¿ needle the needle was sticking through the shield resulting in a needle stick to the user. The following information was provided by the initial reporter: the needle was sticking through the shield causing a needle stick to the user. The customer stated that the needle wasn't used. They also stated that this is the only needle they have seen sticking through the cap and the first time it has happened.

Manufacturer narrative:
Investigation: one photo was provided. It shows a needle assembly connected to a syringe. The needle assembly has the needle bent and goes through the plastic shield. It is likely that the needle was bent during the needle assembly process and when the shield was placed, the needle pierced the shield. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.